Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient was ready for cadd disconnection around 1700. However, an alarm for occlusion occurred at 1530, with the pump reservoir indicating 9.1 ml left to infuse. The bag was completely empty and could not infuse any further. The continuous infusion rate was 6 ml/hr. The total reservoir volume was 144 ml, and 144 ml was given. The air detector was off, and the upstream sensor was on. The length of infusion was scheduled for 24 hours but finished in approximately 22.5 hours. The lock level was ll2. A cstd was used to fill the cassette. The pump was not used to prime the extension tubing; it was primed while compounding in the hood with added saline from a separate bag. There was no patient harm/adverse event reported.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.